Manufacturer narrative:
H6): in the initial MDR, the component code listed in the narrative in h11. Was inadvertently typed as "722". Component code 772 has now been entered to accurately reflect the component described in the event. Added code: 2199.

Manufacturer narrative:
Patient information unavailable, although requested. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter (B)(4).

Event description:
It was reported to a philips sales representative (not present at the procedure) from the facility/physician on (B)(6) 2021 that a peripheral atherectomy procedure commenced on (B)(6) 2021 to treat a slightly calcified soft tissue lesion using a retrograde access approach. The indication for this procedure or the lesion location was unavailable to the manufacturer. According to the report, the physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient, and after calibrating the device and prior to putting it into the patient's body, light was noticed shining out from the tubing of the device. They removed the device from the laser system and opened a second laser catheter. The procedure was then completed without event and the patient survived with no reported injury. The device was discarded at the facility and therefore is not available for evaluation. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.